Event description:
It was reported that the right ventricular (rv) lead demonstrated high pacing impedance with impending lead failure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage and stretching. The analyst commented, the full lead in segments that was returned was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the high pacing impedance described in the event. There were no anomalies observed that would contribute to high impedance, and all electrical/visual testing was within specified parameters. In addition an in-vivo fracture or insulation breach was not observed. The lead was returned with non-severe explant damage. (B)(4).